Event description:
On (B) (6) 2008, the patient reported that beginning yesterday, she has received repeated e4 (occlusion) messages on her insulin infusion device during bolus delivery. She stated she changed her infusion headset 5 times last night and she eventually switched to injection therapy. She inserted a new headset today and tried to bolus but she received an e4 message. She stated she has not had any blood glucose concerns, but her infusion sites are painful. She recently received an e4 when she tried to bolus 15 units of insulin. The bolus history on her device showed 4 units were delivered. To troubleshoot, the patient was instructed to disconnect from her headset and bolus 5 units through the tubing, which went through without error. The patient inserted 2 new headsets during the call and each site occluded when she tried to finish the bolus delivery. She stated some of the cannulas were bent when she removed them. Site selection and management were discussed and a complimentary insertion device and a box of infusion sets with a longer cannula were sent to the patient. On follow up with the patient, she stated the infusion sets with the longer cannula have "worked perfectly" and she has had no further occlusions. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.